Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom on 22-apr-2024, it was reported that patient faced an infusion set tape was not sticking and peeling event 5 times. Patient reported that infusion set come off. The infusion set was in use for 48 hours. No further information available.